Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The clamp has not been returned to the manufacturer for evaluation, as it was discarded after the event occurred. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of rewk0651 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the patient's mother that the thumb clamp broke and can't be repaired. She stated that the break occurred approximately six months ago and the nurse put an extension on (B)(6) 2017. She stated that interventional radiology got some white clamps they were able to slip over it and they worked; one fell off and the other is still on. The patient's mother had some additional questions and was transferred to medical services and support (ms&s). Ms&s reported that the patient's mother called to see if there was a type of slide clamp they could use instead, ms&s informed her that there was not a recommended clamp for the powerline catheter. No patient harm was reported.